Manufacturer narrative:
Evaluation summary: the complaint device associated with this report was not received for evaluation. It is unknown if the product was used according to labeled indications. Batch records were reviewed for lot 171411f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 171411f met all release criteria prior to product release. There are no similar reports for this lot. Additional information was requested by mail on 02/01/2010 and 02/24/2010. A completed questionnaire has not been received. (B) (4)

Event description:
A consumer reported that she developed a very painful eye infection with use of this product. She was seen by her ophthalmologist who advised her to discontinue use of the contact lens solution. Additional information has been requested.